Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited no capture. X-ray revealed the ra lead had dislodged and was located in the ventricle. The ra lead was re-positioned and remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.